Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was not confirmed on (B)(6) 2017. User conducted back to back cartridge change sequence. User made bolus requests without entering current bg level. Basal rate has one setting of .625 u/hr. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered which could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of 50 mg/dl and the customer went to the emergency room (ER). While in the emergency room, food was consumed to address the low bg. After a few hours, the customer left the ER with a bg of 170 mg/dl. The customer did not know what caused the low bg.